Manufacturer narrative:
Concomitant medical products: equinoxe reverse 38mm humeral liner +0 (cat# 320-38-00 / serial# (B)(4)) additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately seven days post initial right tsa, the 82 y/o female patient had revision due to glenosphere disassociation. The glenosphere was secured again and the liner was exchanged. The patient is fine; and likely a user error. There was no breakage of device or surgical delay/procedure. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The device is not available for evaluation as the devices were disposed by the hospital.

Manufacturer narrative:
The revision reported was likely the result of incomplete seating of the glenosphere locking screw at the time of implantation, which allowed the glenosphere to disassociate from the glenoid baseplate. However, this cannot be confirmed as the devices were not available for evaluation and images/radiographs were unable to be obtained. The most probable root cause associated with the reported event of ¿device dislodged or dislocated¿ is associated with the device not remaining in an expected location.